Event description:
The customer reported obtaining retic vote outs on the coulter lh 750 hematology analyzer. The customer discovered a leak of approximately 1 to 2 mls of retic stain from the shear valves while troubleshooting. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a leak from worn tubing to the stained retic segment valve (cvl93/128). The fse trimmed and reattached the tubing to ensure a secure fit, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).